Event description:
It was reported that there was an incompatible message. Photo was provided for investigation. The allegation and probable cause were undetermined via photographic inspection. Data was evaluated and the allegation was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).